Manufacturer narrative:
Due date: 23-nov-2025 investigation summary: bd did not receive samples or photos for investigation. A total of (B)(4) retained samples from lot 5079175 were functionally tested and all samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint unable to be confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.